Event description:
According to the available information, this complaint describes an experienced end-user who have performed intermittent catheterization for 2-2,5 years and who normally uses speedicath soft. According to the end-user his supplier sent speedicath standard instead of speedicath soft. Upon using speedicath standard the end-use experienced bleeding and infection and needed to go the emergency room for treatment. He was treated with a foley-catheter short term (not further specified) and no other treatment has been stated. He was in the emergency room for one day. The end-user stated that the catheters were stiffer, and he had difficulties inserting them. He inserted the catheters according to the IFU, was not forceful, did not suffer from bph, and he had been trained in performing intermittent catheterisation. After more than one month the end-user has received speedicath soft catheters again.